Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported positioning failure associated with leaflet capture resulting in unspecified tissue injury (anterior leaflet tear) appears to be related to patient conditions (leaflets restriction, rotated heart, alternative access through the right internal jugular). Image resolution poor appears to be related to patient and procedural conditions as difficulties visualizing the clip during the procedure were reported due to patient anatomy. Tissue damage is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
On (B)(6) 2025 a patient presented with grade 4+ functional mitral regurgitation (mr), a disrupted inferior vena cava (ivc), leaflet restriction, and a rotated heart for a mitraclip procedure. Off-label use of a triclip steerable guide catheter (sgc) was used with a mitraclip on the mitral valve to aid in right internal jugular insertion approach due to the disrupted ivc. A mitraclip xtw was implanted centrally on the anterior 2/posterior 2 leaflet, there was some reduction but residual regurgitation was noted on the medial side of the clip. A mitraclip xt was selected, after four unsuccessful grasping attempts, increased residual mr was noted. It was determined that their was a tear on the anterior leaflet. The xt clip was removed, and the procedure was discontinued without implanting a secondary clip. The final mr was grade 3-4.